Event description:
It was reported that during implant of the atrial lead, the physician had difficulty inserting the lead into the atrial header port of the device. Silicone oil was used as a lubricant and the lead was able to be fully inserted. The lead was successfully implanted. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.